Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: fem knee w/epi r std; cat # mkfe-rstd; lot # a16308. Femoral shaft. L= 60mm; cat # msfshft-60; lot # b15965. Col oval ø=30x33mm s/collar ha; cat # mscol-o30x33c; b15134. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
As reported: "the patient has a [right] femoral component loosening, which needs to be replaced...they need to change the femur, stem, collar and axle."